Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for non- malignant pain and chronic low back pain. The pump contained an unknown brand of morphine [25 mg/ml] at a dose of ¿6.268¿. It was reported the patient had a dye study on the day of report due to a loss of pain relief and a volume discrepancy at the previous refill appointment. The catheter was unable to be aspirated; a rotor study was successful. The patient would be scheduled for a catheter revision and pump replacement due to upcoming end of service. It was unknown what factors might have led or contributed to the issue. The issue was not resolved at the time of the report. Surgical intervention was scheduled for (B)(6) 2018. The patient¿s weight was unknown. The patient¿s status at the time of the report was alive ¿ no injury. No further patient complications were reported.

Manufacturer narrative:
Product ID: 8709, serial#: (B)(4), implanted: 2003 (B)(6), explanted: 2018 (B)(6), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2018-jan-31. It was reported that after the pump replacement on 2018 (B)(4) the hcp was unable to aspirate the catheter. The part of the pump segment was explanted with the pump, and the remaining catheter was tied off in the pocket. It was confirmed that the explanted pump had 4 moths until elective replacement indicator (eri), and the pump replacement was normal. The patient denied any symptoms. The issue was considered resolved at the time of report and the patient's status was alive - no injury.